Event description:
Icp catheter inserted on (B)(6) 2025, with inaccurate readings {negative readings} and poor waveforms for 24 hours so it was replaced on (B)(6) 2025 and readings and waveform much better.

Event description:
Icp catheter inserted on (B)(6) 2025, with inaccurate readings (negative readings) and poor waveforms for 24 hours so, it was replaced on (B)(6) 2025 and readings and waveform much better.